Event description:
It took eight pokes on infant patient to establish IV access. Two of the IV catheters shredded. IV sites did not appear blown, but the catheter would not go into the vein or if flash was achieved, the catheter wouldn't thread. Unfortunately, the reporting caregiver did not keep all the wrappers for the lot numbers, and did not note which ones shredded. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd insyte autoguard (per site reporter) waiting for results from the vendor.